Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Update 11/9/15- pfs and medical records received. After review of the medical records for MDR reportability a preoperative care note dated (B)(6) 2014 indicated a pseudotumor and osteolysis. Later in that care note it indicated that there was no significant osteolysis. After review of revision operative note, there was no mention of pseudotumor or osteolysis. The only confirmed finding was corrosion. Labs for metal ions were provided and were above the 7ppb. Updated the gtin, expiration dates, and patient demographics. The complaint was updated on:18 nov 2015.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
Additional info: f10 update rec'd 7/14/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Litigation alleges extensive corrosion and the stem is now being added.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. Per wi-3430, a review of the device history records is no longer required for the provided metal head and metal liner product and lot combinations. A review of the device history records for femoral stem, lot code zw9h2a did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Medical records received. After review of the medical records for MDR reportability, the revision operative note indicated extensive corrison at the head/trunnion junction and inflammation. The note also indicated there was possible metal debris either from the corrison or the head rubbing against the cup. At this time the cup isn¿t being reported as there was no mention of impingement and the cup was noted to be in good position.there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. Per wi-3430, a review of the device history records is no longer required for the provided metal head and metal liner product and lot combinations. A review of the device history records for femoral stem, lot code zw9h2a did not reveal any related manufacturing deviations or anomalies. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.